Event description:
A malfunction on the pump was reported by the customer, and it was indicated that no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.